Manufacturer narrative:
Explant date: 2014. Model number/catalog number: sc-2218-50. Serial number: (B)(4). Batch/lot number: 15409334 / 15789424. Model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was also noted that the stimulation was making it hard for patient to ambulate and that she felt like she was going to fall down often. The patient underwent an explant procedure. No further information could be obtained.